Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their reservoir. The customer states they have received no deliver y alarms. The customer's blood glucose level was 35mg/dl. The customer treated the lows with orange juice. The customer states insulin was squirting out during manual prime. The customer states the pump was damaged at the lower right hand of the screen. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis.